Manufacturer narrative:
Concomitant medical products: dtma1qq crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular undersensed beat was observed on the current electrogram (egm). The ventricular lead remains in use. No patient complications have been reported as a result of this event.